Event description:
Clinic notes were received reported that a vns patient in (B)(6) 2000, developed aspiration pneumonia in association with a prolonged seizure and required a prolonged hospitalization. After this episode, she had an increase in nighttime seizure activity as well as significant weight loss. Despite a change in seizure medications, she continued to have intractable seizures without improvement. Consequently, she was transferred to another hospital for children in (B)(6) 2000. At that time, she was noted to be in status epilepticus. She was electively intubated and loaded with phenobarbital. She required multiple boluses of phenobarbital and dilantin to eventually control her seizures. Her vagal nerve stimulator was temporarily turned off at that time and reactivated later to help with seizure control. She was eventually extubated on (B)(6) 2000. She eventually required a nissen fundoplication and placement of a g-tube, as well as placement of a tracheostomy. This was required because of a significant regression in her speech, swallowing skills, mobility and cognition all of which occurred after her episode of status epilepticus on (B)(6) 2000. Prior to that time, she was able to walk and talk fairly normally. The patient has several different seizure types which occur frequently throughout the day. Thus far no further information has been received in regards to the patient's pneumonia and seizure events.

Event description:
No further information has been attained.